Event description:
Unomedical reference number (B)(4). Event occurred in belgium. On (B)(6) 2022, the patient reported that her infusion set was damaged in the box itself. She said her blood glucose was at 280 mg/dl and she just changed the set because she did not know why her blood glucose kept going up. Further, it turned out the tubing was disconnected, and an air bubble had got in it as well. No further information available.